Event description:
Customer family member stated customer was hospitalized this morning in due to high blood glucose and ketoacidosis. Cause of hospitalization was due to the site was pulled out in the middle of the night. Customer was unsure of how long it had been pulled out for. Customer family member stated no site issues.